Manufacturer narrative:
Method: device not returned.

Event description:
It was reported that, this valve was explanted at implant due to mitral regurgitation as seen on echocardiography. No further info was provided.